Event description:
It was reported that biomed had a arctic sun device that was not reaching -7.0psi during the fluid delivery line (fdl) test, since the system hours are 1979. Recommending the 2000 hour preventive maintenance. Per follow up information received via email on 25jun2024, issue found during preventive maintenance and not during patient use. Unit sent in for 2000 hours preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was not reaching -7.0psi during the fluid delivery line (fdl) test, since the system hours are 1979. Recommending the 2000 hour preventive maintenance. Per follow up information received via email on 25jun2024, issue found during preventive maintenance and not during patient use. Unit sent in for 2000 hours preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was not reaching -7.0psi during the fluid delivery line (fdl) test, since the system hours are 1979. Recommending the 2000 hour preventive maintenance.